Event description:
Same cases as MDR ID 2134265-2013-03524, 2134265-2013-03523. It was reported that during a coronary intervention, an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician did the manual pullback and complete the procedure. The patient's condition is stable.

Manufacturer narrative:
(B)(6). Age of the time of event: 18 years old or older. (B)(4).